Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an irritation under the left breast area. The irritation was described as itchy and red. The patient had been applying gold bond powder and cortisone cream. The patient contacted his doctor who prescribed nystatin for the irritation. Follow-up indicated that the patient had been using the prescription and the redness had gone down and the irritation was slowly improving.